Event description:
The international affiliate clarified that the patient was admitted to the hospital on (B)(6) 2010 for insertion of the peritoneal dialysis catheter. On the night (B)(6) 2010, the transfer set leakage occurred and the peritonitis was confirmed on (B)(6) 2010. The patient was discharged from the hospital on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The actual sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was obtained on (B)(6) 2010: the transfer set had been in use by the patient for 6 days, the same amount of time the patient has been on continuous ambulatory peritoneal dialysis (capd). It was reported that no cleaning solutions or disinfectants were used on the transfer set and there has been no overtorquing of the twist clamp. It was reported that the leak involved was noticed on clothing and bedding. It was indicated that the patient was diagnosed with peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. A peritoneal dialysis effluent culture with a cell count was performed on (B)(6) 2010, showing 800 leucocytes and 20% monocytes. The patient was treated with antibiotics and has recovered from the event.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the incident was received for evaluation. The sample was received with no cap on the dark blue connector and no cap on the patient connector. A laboratory titanium adapter was functionally hand tightened without difficulty. The transfer set sample was tested underwater at 8 pounds per square inch (psi) with no leak noted. Therefore, the complaint could not be confirmed in the laboratory. In addition, a manufacturing batch record review was performed on the involved lot with no issues noted during the manufacturing process or deviations from standard procedure.

Event description:
(B)(6) reported to baxter a complaint received by their local customer (B)(6) on a minicap transfer set. Reportedly, the transfer set was leaking at the connection between the white and light blue areas. This caused the patient to get peritonitis. The patient has been on using peritoneal dialysis for 6 days and the transfer set was used for the same period. One unit is available for evaluation. The defect was noted during patient use.